Manufacturer narrative:
The surgimend was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A voluntary recall was initiated for all products made the boston manufacturing site due to potentially high levels of endotoxin in the products. However, endotoxin contamination is linked to fever and inflammation which is not related to this event.

Event description:
N/a.

Event description:
A facility reported a surgimend was placed in the patient on an unknown date and had surgical site infection a few weeks later. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.